Event description:
Boston scientific received info that this right ventricular (rv) lead was not capturing at max outputs and was dislodged. As a result, the physician attempted ot reposition the lead. Upon repositioning the lead, impedance measurements of > 3000 ohms were achieved. As a result, the physician implanted a new rv lead successfully with good measurements. No adverse patient effects have been reported.